Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 29-may-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient was in the emergency room and had a significant infection in the pump pocket. The rep was wondering if they could externalize the pump and deliver therapy this way. Discussed with the rep this was out of scope of practice and discussed contacting another colleague, pharmacist and or oma. Additional information received from the company representative reported that the old system was explanted on 2024-06-06 and a new system was implanted on 2024-06-18.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6); implanted: (B)(6) 2004; explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the infection had first occurred a few weeks after the patient's pump replacement which was on (B)(6) 2024. The infection has been resolved. The patient had been on baclofen (2000 mcg/ml at 1100 mcg/day) due to their cerebral palsy.